Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery (rca). A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. The balloon was inflated three times; however on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with the balloon loosely folded. There was blood in the wire lumen. There was a kink in the shaft, 30 cm from the strain relief. Microscopic inspection found no irregularities or defects in the balloon or the markerbands. Microscopic inspection found no irregularities or defects. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery (rca). A 2.00mm x 15mm maverick2¿ balloon catheter was advanced for dilation. The balloon was inflated three times; however on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.